Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in good condition. The investigator filled water tank with water, attached temp check, and powered on device. The customer reported product problem was confirmed. The unit failed to cycle with the disposable. This issue occurred because of a faulty micro-switch. The source of this product problem was a manufacturing issue from the supplier. This was established as the root cause. The faulty micro-switch was replaced. The unit passed the functional tests following this repair.

Event description:
It was reported that when the disposable tubing was put into the pump component, it did not engage to turn the swatch on. The level 1 hotline low flow system (hl-90) did not alarm. This product problem was observed during set up. There was no patient involvement.